Event description:
A user facility reported that an intraocular lens (iol) was removed two weeks after implantation due to blurry vision. Additional information has been requested.

Manufacturer narrative:
The lens was returned submerged in clear solution in a specimen jar. One haptic is broken and the optic is torn from the edge through the central optic zone. Additional optic damage is observed. A lens bench evaluation could not be performed due to the lens damage. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of blurry vision. While we are unable to determine the exact origin of the damage, our observation reasonably suggests that it was not manufacturing related. Due to the presence of solution, the damage is most likely customer related. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax, email, and mail. A completed questionnaire has not been received. (B)(4).